Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that akynzeo leaked from a hole in the as lvp 20d tubing prior to patient contact. The following information was provided by the initial reporter: "rn spiked IV bag (containing akynzeo) with short set primary tubing. Drug was noted to be leaking out of the line; a hole was identified in the tubing above the blue cassette piece. New tubing had to be used for infusion. Medication: fosnetupitant-palonosetron (akynzeo) 235-0.25 mg in sodium chloride 0.9%, total volume 80 ml leak noticed right after tubing was primed, prior to patient contact."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/19/2020. Investigation conclusion the customer reported ¿a hole was identified in the tubing above the blue cassette piece resulting in the drug leaking out of the line¿. Received from the customer was one used primary set model 2204-0007 lot unknown. Received with the set¿s dfu sheet. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small tear approximately 0.0470 inches long was observed in the silicone tubing (p/n 12088541) just above the lower fitment (p/n tc10006063) retainer ring (p/n 601316-000). No gouge/crush marks were observed on the lower fitment. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed with the set. Although damage was observed, functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. Blue-dyed water was observed to be dripping out of the location of the tear in the silicone segment tubing. Equipment used (visual inspection and measurement performed on (B)(6) 2020) calipers, eq02784, calibration due date: (B)(6) 2020. Dino lite microscope, eq106199, ncr optical ram-cnc, eq08204, calibration due date: (B)(6) 2021. The device history record for primary set model 2204-0007 lot unknown could not be conducted because the lot information was not provided. The root cause of the tear could not be definitively determined. H3 other text : see h10.

Event description:
It was reported that akynzeo leaked from a hole in the as lvp 20d tubing prior to patient contact. The following information was provided by the initial reporter: "rn spiked IV bag (containing akynzeo) with short set primary tubing. Drug was noted to be leaking out of the line; a hole was identified in the tubing above the blue cassette piece. New tubing had to be used for infusion. Medication: fosnetupitant-palonosetron (akynzeo) 235-0.25 mg in sodium chloride 0.9%, total volume 80 ml leak noticed right after tubing was primed, prior to patient contact."